Event description:
It was reported that there were episodes showing non-physiologic sensing on the atrial channel. It was noted that the egms (electrograms) were consistent with emi (electromagnetic interference) from an ac (alternating current) source. It was also reported that the patient experienced intermittent twitching of the pocket area. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419578 implantable pacing lead, (B)(6) 2011; 4592-53 implantable pacing lead, (B)(6)2008. (B)(4).